Event description:
Device/app fails to work; I have an implanted abbott heart monitor which does not correctly report to my doctor through the phone app. When I am experiencing a heart issue, the last thing I need is to have the device/app fail and cause anxiety! There are dozens of similar complaints in the app ratings. Unfortunately, a patient has no idea before it is implanted in their chest, which device their doctor is using, or any information about the useless app. Had I known how many people have complained about the device, I would not have let my doctor cut my chest open and install it. This is a surgically implanted battery powered device from which you are supposed to notify your doctor of heart problems. FDA safety report ID# (B)(4).